Manufacturer narrative:
(B)(4). The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a da error. After the error confirmation, the follow-up went fine and the device is operating normally. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted to inquire about the da error. A ts consultant discussed that this error is a temporary memory inconsistency in the firmware, causing a reset to correct the issue. This is a self-correcting issue and is considered benign as it does not affect the functionality of the s-ICD.